Event description:
The complainant alleged that while monitoring a pt for hypertension, the device screen froze up. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.

Event description:
During evaluation of the device by zoll medical's technician, the device was found to have a damaged control switch which would not allow the pacer rate to be set. This was not originally reported by the customer.